Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected the customer restarted multiple times so that the device worked again to continue the procedure. The philips field service engineer (fse) inspected the system onsite and confirmed that the emergency stop button was activated automatically. Upon functional testing, the fse checked the log file and found that the emergency stop button active log but the customer confirmed that nobody pressed the emergency button. The fse suspected the emergency button of the geo module was stuck causing the bed and c-arm movement to be intermittently unable. To resolve the issue, the fse replaced the geo module. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the emergency stop button was activated automatically. The device was in clinical use. No harm has been reported to philips. A philips field service engineer (fse) inspected the system on site. It was identified that the control module was defective. The geometry control module was replaced, and the system was returned to use in good working order.